Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. Error code 46011 was found in the event history log. Functional testing verified the reported problem. It was determined that fluid ingression to the main board and led fled was the root cause. The main board and led flex were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 46011. No adverse patient effects were reported by the customer.